Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse reported that customer damage the blue portion of fiber optic connection. To fix this issue the fse replaced the connector and tested the iabp. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optic connector damaged. It is unknown under which circumstances the event occurred. However, no patient involvement or adverse event was reported.